Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had insulin flow block alarm. Blood glucose was unknown. Customer reported that there was a crack from the battery insertion portion of the reported pump and the pump was used continuously in this condition. Customer reported that insulin flow blocked alarm occurred frequently even though the infusion set was replaced with a new one and the event was dealt with by using an injection pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.